Event description:
Patient's father was flushing PICC line which had defective microclave. Normal saline squirted through the side of microclave. Patient's father doesn't know if center of microclave was in when he attached flushing syringe.